Event description:
Reporter indicated a patient was having increased seizure activity that was not responsive to the vns magnet and believed the vns generator was nearing end of service. A battery life estimate was performed with incomplete history which showed -0.21 years remaining. Vns systems and normal mode device diagnostics were normal and showed the end of service indicator was no. Follow-up with the reporter was unable to determine if the seizure level was greater than pre-vns baseline levels. Vns generator replacement is planned.